Event description:
Account complained to the sales consultant that over a couple of weeks they have had two broken cannulated hexagonal screwdrivers. Both of the screwdrivers broke during an open reduction internal fixation distal femur procedure. All pieces were retrieved and there was no adverse effect to the patient. Both procedures were completed successfully. This is 2 of 2 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. An internal corrective action has been opened to address this issue. The product evaluation has determined this is a valid complaint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of event is being corrected to (B)(6) 2011. Previously it was reported as unknown. Date of this report is being corrected to (B)(6) 2011. Previously it was reported as (B)(4) 2011. Date aware is being corrected to (B)(6) 2011. Previously it was reported as (B)(6) 2013.